Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. After the pre-map was completed a catheter exchange was done, but air entrainment into the sheath was observed despite multiple attempts to aspirate the device. The catheter was reinserted multiple times, and it was held in the center of the sheath during aspiration attempts, but the issue persisted. It was noted that a hissing sound was heard near the area of the hemostatic valve when the plunger of the aspiration syringe was pulled back. Moist gauze was placed over the valve, which seemed to help, but ultimately the sheath was replaced. The procedure was completed with no patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. No abnormalities or defects were found on the exterior of the sheath. No abnormalities or defects were found on the exterior of the sheath.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. After the pre-map was completed a catheter exchange was done, but air entrainment into the sheath was observed despite multiple attempts to aspirate the device. The catheter was reinserted multiple times, and it was held in the center of the sheath during aspiration attempts, but the issue persisted. It was noted that a hissing sound was heard near the area of the hemostatic valve when the plunger of the aspiration syringe was pulled back. Moist gauze was placed over the valve, which seemed to help, but ultimately the sheath was replaced. The procedure was completed with no patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.